Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. During the pre-discharge evaluation the physician observed that the sensing decreased along with the pace impedance measurements. An x-ray was performed which confirmed the dislodgement. The patient underwent a revision procedure and the lead was successfully replaced. No further complications were reported. This lead is not expected to be returned.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.